Event description:
It was reported via social media that the patient has had an increase in seizures since vns implant. The patient was noted to be at the lowest settings, and is reported to be worse than before vns implant. No additional relevant information has been received to date.